Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) delivered monopolar energy without the pedal being pressed. The tse reviewed the system error logs and confirmed the occurrence of the error. The user stated that the unexpected energy activation occurred on the monopolar curved scissors instrument. The user disconnected the monopolar cable and an error 2513 occurred on the erbe. The tse reviewed the system error logs again, but did not find any related errors. The user noticed that there were external pedals stored in the drawer, one of which unexpectedly activated monopolar energy when it was moved. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was not injury to the patient due to the unexpected energy delivery. There is no report of post-surgical complications, and the patient has not returned to the hospital due to the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the integrated electrosurgical unit (iesu.